Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an urgent low glucose and an insulin expired alert, treated the overnight low with an oral glucose tablet, and planned to change out supplies to address the alerts; glucose was 66 mg/dl at the nadir and 150 mg/dl during the call. Symptoms included feeling off and faint, which resolved with treatment, and the user reported feeling clear and normal. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education on resolving alerts and replacing supplies. Investigation of this case revealed no confirmed device malfunction, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.